Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-05041 / 05044).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient reported patient underwent right hip revision procedure on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2010 due to noise, elevated metal ion levels, and a CT scan that indicated the presence of osteolysis. Operative report noted the presence of thin grey cloudy fluid, grey tissue, metal debris, scar tissue, and no bony ingrowth present on the acetabular cup. The modular head, taper adapter and acetabular cup were removed and replaced. No revision procedure has been reported for the left hip.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Legal counsel for patient reported patient underwent right hip revision procedure on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.